Event description:
It was reported that starting "a couple months ago" the patient has had numbness in the middle of his back. The patient fell a couple months ago but he had symptoms prior to that as well. The patient stated the fall could have ¿something to do with it.¿ the patient believed the pump is stopping and starting back up again. When he feels like the pump is not working the patient would experience spasms and could "smell medication coming out of my body" because it wasn't working right. The previous night the patient stood up and his legs felt warm. The patient believed he may have a problem with his catheter. A dye study was planned. The patient had injections done on his neck and at that time the physician looked at imaging of the catheter and it did appear to be in place. The pump was delivering bupivacaine baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n192418008, implanted: (B)(6) 2009, product type catheter. (B)(4).